Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: shut off during use. Confirmed failure: broken jaw and blue led circuit error. Probable root cause: light cable. Optics. Leds. Main board. Jaw assembly. Bent esst contact. Inconsistent esst contact. Cable pull out. Camera head. Firewire cable. Software. Front board. Power supply. Thermal switch. Ac inlet board. Ac inlet filter. Touch screen. Workmanship. Inadequate air flow. Inadequate calibration. Excessive lint buildup inside the unit. Use errors. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.